Event description:
I received a new medtronic insulin pump (770g) and went to the (B)(6) hospital on (B)(6) 2023 to have the providers assist me in transferring settings from the old pump to the new one. Later that day, after eating lunch, my bg climbed very high (435) and I started to feel nauseous. By mid afternoon, my bg had not come down, so I gave myself a correction bolus thinking this should start to bring the level down especially considering that I had not eaten anything else since lunch. Two hours later when I arrived home, my bg was at 460. I was still not feeling well and it was apparent that the pump was not delivering the insulin as it should. My family took me to the ER at the closet hospital to see if they could help bring down my bg level. The ER doctors initiated an IV and drew some lab work. My bg was now 500. They gave me IV insulin and after several hours, my levels finally came back to near normal and they released me. By morning, my bg was back wnl and it appeared that the delivery mechanism on the pump finally started working. On monday, (B)(6) 2023, I contacted the (B)(6) clinic and asked to meet with their medtronic representative. She called me later that day to discuss what happened. I told her the story and that it seemed like the pump was working as it should at the moment. I asked if she would like for me to come in so that she could look to see if she could see why the insulin delivery did not initially work. She said "no, it sounds like its working fine now." I tried to express my concern about this event happening again, but she didn't think it would. So, our call ended. Not knowing why the pump didn't initially work is still a concern that I have and I hope that it doesn't happen again. I am troubled by the fact that the company does not want to investigate why this event occurred.